Event description:
On 08/10/2023, the caregiver for this peritoneal dialysis (pd) patient contacted fresenius customer service. It was reported the patient is awaiting culture results; however, is being treated for peritonitis. The patient was in pd treatment and disconnected from the liberty select cycler to go to the restroom. The patient was found in the restroom with the pd catheter dangling over the toilet. The patient has dementia. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6)2023 after a report of the patient disconnecting from pd treatment the previous night on (B)(6)2023. The pdrn confirmed the account that the patient has dementia and disconnected from the treatment without utilizing aseptic technique in order to use the restroom. The patient was found in the bathroom with the pd catheter uncapped and dangling over the toilet. Upon arrival at the pd clinic, the pd effluent was cloudy. A pd effluent culture was obtained, and the patient was administered antibiotics with intraperitoneal (ip) vancomycin (dose and frequency not provided). The patient was diagnosed with peritonitis. The pd culture resulted positive for staphylococcus aureus. The white blood cell (wbc) count was 70 with 73% polymorphonuclear cells. The antibiotics were adjusted to ip vancomycin 2g every 4 days. The vancomycin trough will be checked on (B)(6)2023 and adjusted if necessary. The patient is continuing with pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the patient¿s unknowing disconnection from treatment due to an episode of dementia.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis; however, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The patient has dementia and disconnected from the pd treatment during the night without utilizing aseptic technique. The patient was found in the bathroom with the pd catheter uncapped and hanging over the toilet. This resulted in contamination leading to the patient¿s diagnosis of peritonitis. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 08/10/2023, the caregiver for this peritoneal dialysis (pd) patient contacted fresenius customer service. It was reported the patient is awaiting culture results; however, is being treated for peritonitis. The patient was in pd treatment and disconnected from the liberty select cycler to go to the restroom. The patient was found in the restroom with the pd catheter dangling over the toilet. The patient has dementia. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on 08/09/2023 after a report of the patient disconnecting from pd treatment the previous night on 08/08/2023. The pdrn confirmed the account that the patient has dementia and disconnected from the treatment without utilizing aseptic technique in order to use the restroom. The patient was found in the bathroom with the pd catheter uncapped and dangling over the toilet. Upon arrival at the pd clinic, the pd effluent was cloudy. A pd effluent culture was obtained, and the patient was administered antibiotics with intraperitoneal (ip) vancomycin (dose and frequency not provided). The patient was diagnosed with peritonitis. The pd culture resulted positive for staphylococcus aureus. The white blood cell (wbc) count was 70 with 73% polymorphonuclear cells. The antibiotics were adjusted to ip vancomycin 2g every 4 days. The vancomycin trough will be checked on 08/21/2023 and adjusted if necessary. The patient is continuing with pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the patient¿s unknowing disconnection from treatment due to an episode of dementia.

Event description:
On (B)(6) 2023, the caregiver for this peritoneal dialysis (pd) patient contacted fresenius customer service. It was reported the patient is awaiting culture results; however, is being treated for peritonitis. The patient was in pd treatment and disconnected from the liberty select cycler to go to the restroom. The patient was found in the restroom with the pd catheter dangling over the toilet. The patient has dementia. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 after a report of the patient disconnecting from pd treatment the previous night on (B)(6) 2023. The pdrn confirmed the account that the patient has dementia and disconnected from the treatment without utilizing aseptic technique in order to use the restroom. The patient was found in the bathroom with the pd catheter uncapped and dangling over the toilet. Upon arrival at the pd clinic, the pd effluent was cloudy. A pd effluent culture was obtained, and the patient was administered antibiotics with intraperitoneal (ip) vancomycin (dose and frequency not provided). The patient was diagnosed with peritonitis. The pd culture resulted positive for staphylococcus aureus. The white blood cell (wbc) count was 70 with 73% polymorphonuclear cells. The antibiotics were adjusted to ip vancomycin 2g every 4 days. The vancomycin trough will be checked on (B)(6) 2023 and adjusted if necessary. The patient is continuing with pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the patient¿s unknowing disconnection from treatment due to an episode of dementia.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.